Event description:
Provider reported that the trapeze was moved from a house with carpeting to a home with hardwood floors and now the stand slides across the floor. He said that the end user was transferring from bed to rollator and fell.